Event description:
It was reported that the rv lead was replaced due to high lead impedance (>4000 ohms bipolar) and no capture bipolar or unipolar. The impedance at implant was 787 ohms. No patient complications were reported as a result of this event.